Manufacturer narrative:
Please disregard the previously submitted medwatch related to this complaint. The power cord was returned to the manufacturer and upon inspection of the damage, it was found to be only cosmetic damage, and did not cause any conductive wires to be exposed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) power cord was found to be frayed. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the hlm power cord, and it passed all performance/verification testing. The unit operated to the manufacturer's specifications.